Event description:
A customer reported that on (B)(6) 2012 an erroneous, low glucose (gluc) result was generated on a unicel dxc 800 synchron system for one patient sample. Beckman coulter inc. Assessment of customer supplied data indicated that upon repeat on another instrument, the repeat result was higher, considered valid and reported from the laboratory. The customer provide additional analyte results for this patient, however none were in question as part of this event. No other patients' results were in question as part of this event. The erroneous low gluc result was not reported from the laboratory and hence there were no reports of death, serious injury or modification to patient treatment associated or attributed to this event. There were no issues with instrument gluc quality control (qc) results or calibration results prior to the event. The customer indicated that the instrument was generating cuvette water blank errors and cc (cartridge chemistry) reaction wheel temperature errors at the time of the event. No sample collection/handling information or patient information was provided by the customer. Beckman coulter inc. Led the customer through troubleshooting. The customer identified a leak of approximately thirty ml of fluid coming from the sample probe collar wash. The customer was wearing applicable personal protective equipment at the time of troubleshooting and was not exposed to any fluid leak. No medical attention was sought in connection with this event.

Manufacturer narrative:
Service was dispatched to the site for this event. The field service engineer (fse) noticed the collar wash valve was clogged. The collar wash valve, cartridge chemistry (cc) sample probe and probe collar wash were replaced. The failure mode of this event appears to be a clogged cc probe collar wash valve.